Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during a case indicating an issue with the flow sensors and a high expiratory tidal volume than inspiratory. There was no report of patient injury.